Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the sudden return of their symptoms was that it appeared that implanted device was inadvertently turned off. The implant was turned back on and their symptoms issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the cause of the sudden return of symptoms and having a bad day was that the patient had turned the unit off. It was noted that the sudden return of symptoms had resolved. No further complications were reported.

Manufacturer narrative:
Corrected for supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was encountering poor communication. The patient indicated that they wanted to make sure that the device was set correctly. During the call after confirming the antenna was secure the poor communication was resolved. After connecting the patient indicated that stimulation was turned on and set to "program 2 at 250." The patient indicated that they were experiencing a return of symptoms and had a bad day. The patient increased stimulation to "260" and indicated that stimulation had not been set that high before so they were going to leave stimulation set there. However, the patient then increased stimulation to "290" where they confirmed feeling stimulation. The caller indicated that the symptom return began the day prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.